Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 32 mg/dl. The patient had a speech impairment and a headache. The patient also had toxic-metabolic encephalopathy. For treatment, the patient was given bloodwork and a magnetic resonance imaging (MRI). The pod was worn between 36 and 48 hours on the abdomen. The patient was discharged after 3 days. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.